Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify weak battery alarm, unexpected restart error test, rewind due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 475 mg/dl. Patient's other blood glucose value: 97 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as drying of thirst. The customer was treated with insulin pump. The device is expected to be returned for analysis.